Manufacturer narrative:
The cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the expiration date for the cartridge was june 2016. As stated in the cartridge specifications shelf life, there is a minimum of 24 months after manufacture date. There were no failures observed during incoming inspection.

Manufacturer narrative:
The cartridge has not been returned to animas. If it is returned, an evaluation shall be completed. No conclusions can be made.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 327 mg/dl with blurred vision, drowsiness, confusion, and irritability. The patient received no unusual treatment. The user alleged occlusion alarms with infusion set tubing/site/cartridge. During trouble shooting, customer support found that the instructions for use were not followed; educated on use of cartridge per instructions for use. This complaint is being reported as the patient experienced hyperglycemia related to a training/misuse issue with the cartridge.